Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this right ventricular (rv) lead did become dislodged after the pt had fallen. The pt followed up with their physician due to complaint of shoulder pain after the fall. A routine device eval was done. Upon interrogation, the rv threshold was elevated by 4.5v at 1.0ms. The sensing and impedance were unchanged. It was decided to revise rv lead. The physician successfully re-positioned this lead and it remains in service. The date of implant was not provided.